Event description:
N/a

Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, g3, g6, h2, h3, h6, h11. Corrected section: b7 - other relevant history. The device was returned to the factory for evaluation on 04/16/2025. An investigation was conducted on 04/17/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle or intact c-ring. There were no visual defects observed on the intact heater wire. The clear silicone insulation on the hot jaw was observed to be intact. The clear silicone insulation on the cold jaw was observed to be peeled back, exposing the cold metal jaw tip. There was no melting of the jaws observed on either the hot or cold jaw. The shaft of the device closest to the base of the jaws was observed to be slightly bent. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "melted-jaws" was not confirmed, however, the analyzed failures "peeled; delaminated; jaw" and "material twisted/ bent shaft" were observed. The lot # 3000456184 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failures.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 bottom jaw plastic piece on forceps seems to have melted. The jaws were intact prior to the procedure. A new device was used to complete the procedure. There was no delay. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. There was no patient harm.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.